Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient presented to the emergency room with slow ventricular tachycardia (vt), and the physician delivered commanded atp with the programmer to successfully break the vt. However, it was alleged that this device exhibited premature battery depletion. The previous data indicated that this device exhibited an elective replacement indicator (eri) on september 01. During the last follow-up, it was noted that the battery remaining is less than 3 months. A technical services (ts) consultant indicated that the device battery may recovered from the eri, and now states less than 3 months remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device passed all testing, therefore no problem was detected. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient presented to the emergency room with slow ventricular tachycardia (vt), and the physician delivered commanded atp with the programmer to successfully break the vt. However, it was alleged that this device exhibited premature battery depletion. The previous data indicated that this device exhibited an elective replacement indicator (eri) on september 01. During the last follow-up, it was noted that the battery remaining is less than 3 months. A technical services (ts) consultant indicated that the device battery may recovered from the eri, and now states less than 3 months remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has been received for analysis.